Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. The file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized (unconfirmed date) due to hyperglycemia, was reviewed. During a follow up call for a fluid leak issue (no adverse event) it was reported that the patient was hospitalized for hyperglycemia unrelated to peritoneal dialysis (pd) therapy. It was documented that the patient was on prednisone at the time (unknown reason). Steroids are known to increase blood sugars and exacerbate hyperglycemia in diabetic patients. The patient continued dialysis during the hospitalization and was discharged in recovered condition. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a machine malfunction or deficiency reported for this hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 6 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated that the patient went to the hospital on (B)(6) for elevated blood sugar. The pdrn stated that she was unsure of the specific date. The pdrn stated that the elevated blood sugar is unrelated to the pd therapy. The pdrn stated that the patient is taking prednisone. The pdrn stated that the patient was discharged and has recovered. The pdrn stated that the patient is trained on performing stat drains. The pdrn was unaware if the patient completed their treatment. The pdrn confirmed that the patient has received the replacement cycler. The pdrn stated that it is unknown if the cycler has been returned and if the cassette is available for return.